Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after the pump got wet. The customer's blood glucose level was not impacted. There was a temporary delay in clearing the alarm. Insulin delivery was resumed.